Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after the aaa procedure was completed, during advancing the knot of one of the pre-placed sutures, the entire suture came out of the arteriotomy. A cut down was performed and the second pre-placed suture was removed and hemostasis was surgically achieved. The sheath sizes used to pre-place the sutures and during the aaa procedure were not available. There was a clinically significant delay in the closing procedure because of the cut down procedure. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.